Event description:
It was reported that the "catheter broke off at hub while dialysis in progress when pt jerked arm, and lines became tangled.

Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. We are currently waiting for the return of the sample for evaluation. When the investigation is complete, a final report will be submitted.